Event description:
It was reported that the patient with this right ventricular (rv) lead had possible infection the patient also had pain at device site when laying on side. There were no additional adverse patient effects reported. The rv lead remains in service.